Manufacturer narrative:
Na.

Event description:
During surgery, the distal locking screw was placed by target device. However, the distal locking screw missed the screw hole of the nail when checking the x-ray and the screw was located behind the nail. The surgeon removed the screw. Only one screw for distal locking was used. The surgery was completed. The surgeon is experiencing mis-targetting three times in half a year.